Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported surgeon was performing olecranon surgery and used the screwdriver to put in the first screw without any issue. When going to put in the second screw, the scrub technician said the screwdriver tip was bent. A back-up screwdriver was available and there was no delay in surgery and no harm to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: the complaint condition for part 314.453, lot number 3267265 short stardrive screwdriver shaft t8 was likely caused from applying too much torque; however, this complaint is not a result of any design related deficiency. The 314.453 short stardrive screwdriver shaft t8 is an instrument routinely used in numerous systems including the 2.4mm/2.7mm variable angle locking compression plate (va-lcp) forefoot/midfoot system. The device was returned and reported to have become bent at the tip. This condition is confirmed; the blades of the driver shaft are twisted counterclockwise consistent with becoming twisted during insertion. It is likely that excessive torque was applied to the driver, which has led to this complaint condition. The device was manufactured in october 2009 and is over five years old. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that excessive torque was applied to the driver which has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.